Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2008. There are multiple self-test fails after this date and the device was left in failure mode. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. No fault was found with the pad device or pad-pak. The conclusion of the investigation is that the low battery warning was triggered by the battery mgmt sys. This problem can be caused by the incorrect storage of the pad device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.